Event description:
A user facility reported a patient aspirated while an laryngeal mask airway was in use. Approx 10 minutes into the case a patient regurgitated 600 cc of bloody material. The patient was suctioned and an endotracheal tube was placed. The patient was hospitalized in intensive care unit for 4-5 days and placed on a ventilator with antibiotics and anti-inflammatories. The patient has totally recovered.